Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The logfile review shows twenty successfully performed treatments and one aborted treatment. The aborted treatment indicated that the user interrupted the treatment during side cut by pressing the suction pedal. This action shuts down the suction pumps and the system aborts the treatment. Prior to pressing the suction pedal the vacuum was stable and stayed at good values. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. There is no technical problem of the system found. No technical root cause could be determined as the system was performing within specifications. Logfile review shows user handling as most possible root cause. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical coordinator reported a loss of suction occurred during a lasik corneal flap creation. Reporter indicated the procedure was cancelled. Additional information has been requested.